Event description:
It was reported that the patient¿s two systems on the left side were explanted due to infection. It was noted that the leads were implanted in the left vim and left gpi. It was noted that the patient¿s implanted leads in the vimand gpi, extensions and implantable neurostimulator (ins) remain implanted on the right side. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that it was unknown what type of infection there was, if cultures were taken, and if antibiotic treatment was necessary. It was noted that the location of the issue or symptoms included the life side implant, the lead extension connection location, and the lead location. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# va0ansg, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708695, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7495-40, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 7495-40, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# va0ansg, implanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6); product type lead product ID 3708695, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37612, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40 lot# j0427795v, implanted: 2004 (B)(6); product type lead product ID 3387s-40 lot# va0ansg, implanted: 2013 (B)(6); product type lead product ID 3387s-40 lot# va0ansg, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 7495-40, serial# (B)(4), implanted: 2001-11-02 explanted: product type extension product ID neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6); product type lead product ID 3708695, serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4).